Manufacturer narrative:
Event date is approximate with month/year validity if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of when the patient¿s tens treatment was conducted the patient replied (B)(6) of 2020. In response to the inquiry for clarification of the report that the patient experienced an unexpected stimulation sensation at the implant area during the tens-like treatment and if there was a device issue or a therapy issue the patient replied that it was a sensation in stimulation area similar to when they increased the number but they were not connected to the programmer. The patient noted that no pain was involved. In response to the inquiry of what steps" had been taken to resolve the unexpected stimulation sensation at the implant area and if it had been resolved the patient replied that they called the manufacturer company and they were advised to call their health care physician (hcp). The patient reported that the hcp had then advised them that it was not harmful to have the tens-like treatment. The patient then noted that they thought turning down the treatment machine should solve the problem. In response to whether the patient had notified their managing physician about the unexpected stimulation sensation at the implant area the patient replied that "yes," they had notified their hcp and that no appointment was needed. The patient also noted they didn't know their weight and gave a 5-pound range of what it could be. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting a treatment similar to a tens unit, and they had a sensation at the implant area which felt similar to when they increase stim; they experienced unexpected stimulation. It was stated that they felt that sensation 3 times during treatment, but it didn¿t hurt or aggravate anything, and they didn¿t have any problems after the treatment. It was recommended that they follow up with their healthcare provider, and tens guidelines were also reviewed with the patient. No further patient complications are anticipated or expected as a result of this event.